Event description:
During a percutaneous coronary intervention (pci), the balloon leakage was reported.

Manufacturer narrative:
Percutaneous coronary intervention (pci) was being performed on a 90% de novo lesion in the distal left anterior descending artery (lad) and the 1st diagonal with moderate tortuosity. The lesion was also heavily calcified. Direct stenting was performed with a 2.5x23mm cypher stent but there was difficulty delivering the cypher, which could not reach the distal lad. The lesion was pre-dilated with a ryujin plus terumo balloon. While preparing the cypher outside of the patient, the physician confirmed that the balloon rupture because the saline could be pulled back. Therefore, a different cypher stent of the same size was used to successfully complete the procedure. There was no patient injury. After the procedure, in order to confirm the leakage, the stent delivery system (sds) was inflated outside of the patient and the stent was discarded by the hospital and so only the sds will be returned for analysis. Please note that this device (lot no. 13275413) is not distributed in the united states. However, it is similar to the us distributed. It is also available for testing and evaluation but the device has not been received for evaluation as of this writing. Additional information received will be submitted within 30 days upon receipt.